Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email is not available. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (Fremont). [Conclusion]: the healthcare professional reported that during the coil embolization procedure of a subarachnoid hemorrhage (sah) of an aneurysm at the anterior communicating artery (acom), the echelon microcatheter (medtronic) approached the target lesion and the 4mm x 12 cm galaxy g3 coil (gly120412 / l13062) was used as the first coil in the procedure. There was resistance between the microcatheter and the coil during the coil insertion. The physician tried to continue inserting the coil, but the introducer sheath became broken and it was not possible to resheath the coil. The coil was replaced with another 4mm x 12 cm galaxy g3 coil from the same lot number and the procedure was then completed using competitive coils. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. Investigation summary: the non-sterile 4mm x 12 cm galaxy g3 coil was received contained in a pouch. The returned device underwent visual inspection. The hub and the device positioning unit (dpu) were observed to be in good conditions without any damage. The coil introducer was observed kinked and partially unzipped. The resheathing tool was without any damage. The marker band was observed at 47 cm from the hub, which is within specification. The embolic coil is inside the introducer. Microscopic inspection was performed; the v-notch was found in good condition. The articulation joint and the resistance heating (rh) are in good condition; the rh was not heated. The embolic coil was observed to be stretched. A review of manufacturing documentation associated with this lot (l13062) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the coil introducer was damaged was confirmed; the introducer on the returned device was kinked. The reported issue that the coil could not be resheathed was also confirmed as the coil introducer was partially unzipped and kinked; the kinked condition did not allow for the coil to be resheathed. The issue related to resistance with the microcatheter was also confirmed from the observed stretched condition of the embolic coil. The kinked condition of the coil introducer and the stretched condition of the embolic coil may have been caused by excessive force, though the exact cause(s) cannot be conclusively determined. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. Stretching can occur during attempts to withdrawal the coil against resistance. It is also possible that the coil may have become stretched when it was being removed from the microcatheter. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 4mm x 12 cm galaxy g3 coil left the manufacturing facility with the embolic coil in a stretched condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event of failure to detach was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a subarachnoid hemorrhage (sah) of an aneurysm at the anterior communicating artery (acom), the echelon microcatheter (medtronic) approached the target lesion and the 4mm x 12 cm galaxy g3 coil (gly120412 / l13062) was used as the first coil in the procedure. There was resistance between the microcatheter and the coil during the coil insertion. The physician tried to continue inserting the coil, but the introducer sheath became broken and it was not possible to resheath the coil. The coil was replaced with another 4mm x 12 cm galaxy g3 coil from the same lot number and the procedure was then completed using competitive coils. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the coil was in a stretched condition. Based on the product analysis completed on (B)(4) 2019, this event has been deemed MDR reportable as a ¿malfunction.¿